Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Customer returned (1) loose 3/10cc, 8mm syringe. Customer states that there is needle/shield separation from the barrel. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported about needle/shield separation from the barrel."